Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for lot 24079x and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
It got stuck in me; had to go to urgent care to get out; tampon was in the plastic upside down so the string was unable to get as was upside down in me. Foreign body in vulva and vagina [foreign body in reproductive tract]. Bought a box of tampons and they were all halfway out of the plastic when I opened up the wrapper; tampon was inserted in the plastic wrong [product packaging issue] vaginal discomfort [vulvovaginal discomfort]. Case narrative: on (B)(6) 2024, a spontaneous report was received from a consumer regarding a 38-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). On 11-jun-2024, additional information was received from a consumer. On 02-jul-2024, additional information was received in the form of medical records. Medical history and concomitant products were not reported. On an unspecified date, the consumer started use of playtex sport plastic, unscented. On an unspecified date, the consumer bought a box of tampons, and they were all "halfway out of the plastic" when she opened the wrapper. The consumer pushed the tampon back in the plastic for insertion with no problem. On (B)(6) 2024, she inserted a tampon and left it in for an hour as her flow was heavy. Later, when she went to pull the string from the tampon, it wasn¿t there and when she tried to get the string herself, it was too far gone. She realized she needed to receive medical help to retrieve the tampon and went to urgent care. The doctor informed her that the tampon was in the plastic upside down, so the string was unable to be grasped, as it was upside down in her. At one point, the doctor thought they would have to surgically remove the tampon. As of (B)(6) 2024, continued use of the product was not reported. No additional information was provided. On (B)(6) 2024, it was learned that the consumer's medical history was updated to include former smoker (she quit more than 10 years ago [relative to (B)(6) 2024]), rare alcohol user, and birthmark removal. On (B)(6) 2024, the consumer presented to the urgent care with the chief complaint of vaginal discomfort. She was on her period and believed the tampon was stuck in her vagina. Her flow was usually very heavy, and she was not gushing like she would normally. Vitals were stable and she was afebrile: blood pressure was 119/73 (units not provided) on the right arm, body temperature was 97.5 degrees f, pulse was 80 bpm (beats per minute), respiration was 16 (units not reported), and oxygen saturation was 97% on room air. On physical examination, she was well-nourished in no apparent distress; heart had regular rate and rhythm to auscultation; lungs were clear to auscultation with regular rate and non-labored breathing; abdomen was soft, symmetric with active bowel sounds, with no muscle guarding or tenderness. Labia were free of lesions, excoriation, or swelling. There was no discharge from the urethral opening. There was no discharge or malodor from the vagina. A speculum exam revealed a tampon high in the vaginal vault. She was diagnosed with a foreign object in vulva and vagina. The tampon was successfully removed with magill forceps completely intact. The consumer felt much better after the procedure. As of (B)(6) 2024, continued use of the product was not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for lot 24079x and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
It got stuck in me; had to go to urgent care to get out; tampon was in the plastic upside down so the string was unable to get as was upside down in me [foreign body in reproductive tract] bought a box of tampons and they were all half way out of the plastic when I opened up the wrapper; tampon was inserted in the plastic wrong [product packaging issue] case narrative: on 21-may-2024, a spontaneous report was received from a consumer regarding a 38-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). On (B)(6) 2024, additional information was received from a consumer. Medical history and concomitant products were not reported. On an unspecified date, the consumer started use of playtex sport plastic, unscented. On an unspecified date, the consumer bought a box of tampons and they were all "halfway out of the plastic" when she opened the wrapper. The consumer pushed the tampon back in the plastic for insertion with no problem. On (B)(6) 2024, she inserted a tampon and left it in for an hour as her flow was heavy. Later, when she went to pull the string from the tampon, it wasn¿t there and when she tried to get the string herself, it was too far gone. She realized she needed to receive medical help to retrieve the tampon and went to urgent care. The doctor informed her that the tampon was in the plastic upside down, so the string was unable to be grasped, as it was upside down in her. At one point, the doctor thought they would have to surgically remove the tampon. As of (B)(6) 2024, continued use of the product was not reported. No additional information was provided.